Event description:
The device has been explanted. Health professional later reported "an 18 mm thick cortical lymph node in the right armpit considered to be lymphadenopathy", "two small, well-defined infracentimetric nodules at the junction of the internal quadrants of the right breast" , "small subcutaneous nodularity in the right upper outer quadrant of about 1 cm, which probably corresponds to a sebaceous cyst."

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., d.7., g.1., h.6. Device evaluation: visual analysis of the photographs a device appears to be intact, it has the cloudy gel labeled left device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. The device remains implanted.